Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. An abnormal contraction of the heart was noted on fluoroscopy during the transseptal puncture. There were no patient symptoms; however, a pericardial effusion was revealed with ultrasound. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices during the procedure.